Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 413 mg/dl. The customer also reported the blood glucose level was 348 mg/dl and 398 mg/dl. Customer treated with insulin pump. The product will not be returned for analysis.